Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable calcium results for two patient samples since (B)(6) 2015. Of the data provided, only the results for sample one sample were discrepant and reported outside the laboratory. The initial result was 7.4 mg/dl and was reported outside the laboratory. The result was questioned by a physician and the sample was repeated. The repeat result was 9.5 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The calcium reagent lot number was 60708301 with an expiration date of 02/29/2016. The field service representative found an issue with the rinse mechanism and adjusted it. He performed a baseline check of the instrument. The customer performed qc which was passing within specifications. Precision performed on the calcium assay was within specifications.